Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a follow up visit, interrogation revealed that the device reached elective replacement indicator and a power on reset was detected. Patient did mention that they were experiencing intermittent chest muscle twitching. Device was in pacing mode vvi 65 and could not be reprogrammed. It was noted that the patient had not had an MRI or radiation therapy. The device was explanted and replaced. No patient complications have been reported as a result of this event.